Event description:
A sentrant sheath was used in the endovascular treatment of a aortic arch aneurysm. It was reported that during the procedure, the sheath hub detached when the surgeon pulled out the dilator, resulting in the hemostatic valve detaching. 100mls of blood loss occurred from the valve as a result. Therefore, another 20fr sheath was opened and the procedure was continued. The sentrant sheath was used according to the IFU. The box and packaging were confirmed as intact prior to opening. The sentrant sheath appeared normal with no damage prior to use. The cause of the detachment is unknown per the physician. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.